Manufacturer narrative:
The explanted sapien 3 valve was not returned to edwards for evaluation. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest in addition to the procedure itself, patient factors (female gender, advanced age (B)(6), valvular calcification, leaflet calcification), may have contributed to the sov rupture and subsequent surgical repair and explant of the sapien 3 valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, a rupture of the sinus of valsalva (sov) occurred following the deployment of a sapien 3 valve in the aortic position. As reported by our affiliate in (B)(6), prior to the transfemoral tavr procedure, it was reported that the leaflet calcification was severe. Therefore, a 26mm sapien 3 valve was selected for deployment in the aortic position. After balloon aortic valvuloplasty (bav) with 16 mm balloon, the valve was deployed in a final 90:10 aortic/ventricular position with nominal volume. The blood pressure (bp) was stable, and x-ray showed that the calcification at the non-coronary cusp (ncc) pressed the sov. Tee revealed a pericardial effusion. While pericardiocentesis was performed, a thoracotomy was started under a heart lung machine. The valve was explanted and the ruptured sov was repaired. A surgical aortic valve replacement (savr) was then performed. After confirmation of hemostasis at ruptured sov, the procedure was completed. The annular diameter measured 29.4mm x 23.0mm with an area of 522.7 mm2. Native valve calcification was moderate-severe. Aortic root calcification was mild. No aortic annular calcification was reported. He stj diameter measured 26.2mm with mild calcification reported. The sov diameter measured 30.4mm. It was noted that the ncc calcification of commissure between the ncc and left coronary cusp (lcc) stuck into the sov, resulting in a lengthways rupture. It was determined that hemostasis would be difficult, therefore, the savr was performed.